Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/ pain/ pelvic pain") in an adult female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, hypothyroidism, acid reflux (oesophageal), atrial fibrillation, chest pain, discomfort, numbness in hand, back pain, musculoskeletal pain, paratubal cyst, gastroesophageal reflux disease and sleep apnea. Concomitant products included levothyroxine and pantoprazole (protonix). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomies with removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 224 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Chest x-ray - on (B)(6) 2012: no active disease cytology - on (B)(6) 2016: negative for intraepithelial lesion or malignancy hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain, cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/ pain/ pelvic pain") in an adult female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, hypothyroidism, acid reflux (oesophageal), atrial fibrillation, chest pain, discomfort, numbness in hand, back pain, musculoskeletal pain, paratubal cyst, gastroesophageal reflux disease and sleep apnea. Concomitant products included levothyroxine and pantoprazole (protonix). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomies with removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 224 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Chest x-ray - on (B)(6) 2012: no active disease. Cytology - on (B)(6) 2016: negative for intraepithelial lesion or malignancy. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain, cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: significant changes-ccc comment changed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and chronic pelvic pain/ pain/ pelvic pain') in an adult female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, hypothyroidism, acid reflux (oesophageal), atrial fibrillation, chest pain, discomfort, numbness in hand, back pain, musculoskeletal pain, paratubal cyst, gastroesophageal reflux disease and sleep apnea. Concomitant products included levothyroxine and pantoprazole (protonix). On (B)(6) 2012, the patient had essure inserted. In june 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In september 2012, the patient experienced rash ("rashes or skin conditions type: rashes on legs & buttocks") and dysmenorrhoea ("dysmenorrhea (cramping)"). In february 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In december 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision problems") and eye disorder ("eye problems"). The patient was treated with biotin, cortisone, dimenhydrinate (dramamine), ibuprofen and surgery (laparoscopic bilateral salpingectomies with removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia was resolving, the rash, migraine, nausea and urinary tract infection had resolved and the headache, visual impairment, eye disorder, fatigue and weight increased outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 224 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Chest x-ray - on (B)(6) 2012: results: no active disease. Cytology - on (B)(6) 2016: results: negative for intraepithelial lesion or malignancy. Hysterosalpingogram - in september 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain, cramping. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received event "infection (bladder/ urinary tract/vaginal) type: uti" was added and event "rash" was updated as rashes on legs & buttocks". Outcome of events " abnormal bleeding, dyspareunia, dysmenorrhea, hair loss,, pelvic pain, vaginal discharge " were updated as recovering and "uti, migraine, nausea, rashes" were updated as recovered. Treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/ pain/ pelvic pain") in an adult female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, hypothyroidism, acid reflux (oesophageal), atrial fibrillation, chest pain, discomfort, numbness in hand, back pain, musculoskeletal pain, paratubal cyst, gastroesophageal reflux disease and sleep apnea. Concomitant products included levothyroxine and pantoprazole (protonix). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomies with removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 224 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Chest x-ray - on (B)(6) 2012: no active disease cytology - on (B)(6) 2016: negative for intraepithelial lesion or malignancy hysterosalpingogram - on an unknown date: total bilateral occlusion concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain, cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: significant changes-ccc comment changed. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.